Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Infusion device displayed e10 cartridge error during a cartridge change and then an e7 electronic error. Pt was not able to perform a bolus by pressing the up or down buttons. This occurred during the night of (B)(6) 2011, and pt was without insulin until the next morning. Blood glucose elevated to 27 mmol/l (486 mg/dl), and pt went to her physician for a prescription for insulin injections. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.